Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d2b.: additional pro-code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3/h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a distal radius fracture. The surgery was completed successfully with no surgical delay. After the surgery, x-rays taken at the february visit showed that the condition of the affected area was somewhat suspicious. On (B)(6) 2024, the plate in question was found to be broken off during a medical examination. On (B)(6) 2024, it was found that the fracture was progressively displaced dorsally. On april 19, 2024, the surgeon informed the sales rep about the event. The surgeon is considering performing corrective osteotomy surgery once the bone has fused to some degree. No further information is available. This report is for one (1) 2.4mm ti va-lcp volar rim dstl rad pl/7h hd/5h shft/lt-ster this is report 1 of 1 for complaint (B)(4).